Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would intermittently not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling and full battery functionality testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed occurrences of warning messages related to the batteries. Follow up with the customer indicated that the batteries used had a lot of damage from being dropped and were swollen. They were being forcibly installed into the device. Zoll recommended that the batteries be replaced. The batteries used were not returned as part of this investigation. No trend is associated with reports of this type.